Manufacturer narrative:
Eval summary: the reported failure code 810:04 was confirmed in event history. Inspection of the pump revealed the failure was due to an air in line printed circuit board (ail pcb) being out of specification. The ail pcb was replaced in the pump to correct this failure.

Event description:
A baxter field service engineer reported a pump with an error code 810:04. There was no patient injury or medical intervention necessary. No additional information is available.